Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the tenku coronary dilatation catheter (cdc), (B)(6) instructions for use, states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. It was reported that the device was prepared inside of the patient anatomy. It should be noted that the tenku coronary dilatation catheter (cdc), (B)(6) instructions for use (IFU) states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The additional 3.0 x 12 nc tenku device is being filed under a separate medwatch report. The tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported the procedure was to treat a concentric lesion with no tortuosity, no calcification and 90% stenosis in the left anterior descending (lad) coronary artery. A 2.5 x 15 mm tenku balloon catheter was advanced to the target lesion, but met resistance during advancement with a previously implanted stent that protruded into the proximal lad. The tenku balloon was inflated, but ruptured at 12 atmospheres (atms) during the 3rd inflation. The tenku balloon catheter was replaced with a 3.0 x 12 mm nc tenku, but also met resistance during advancement with the previously implanted stent and ruptured at 20 atms during the 6th inflation. The procedure was completed successfully with stent implantation. Reportedly, the devices were prepared for use inside the patient's anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.